Manufacturer narrative:
Eval summary: the threaded boss onto which the impaction handle attached is fractured. This may be due to wrong threading or impaction in the non-axial direction. The jaws of the guide where it seats with the nail are also damaged due to heavy impaction. Wrong/cross threaded of the mating component could be the probable cause for this event. Cause cannot be definitively determined. Eval: device history records indicate all components were manufactured and inspected to specification. Exemption#: (B)(4). Total # of events: 39. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It is reported that surgery was delayed for 30 minutes when the itst guide broke.